Event description:
The customer tested her blood glucose using contour and contour ts meters. The contour read 518 mg/dl, while the contour ts read 204 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. No product will be returned.